Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the left master tool manipulator (mtml) however after replacing the mtml they were getting a lot of nodes not seen and communication errors. Fse believes the mtm was doa. Fse troubleshooted and swapped rac's and recalibrated both mtm's. Fse hard cycled multiple times to see if errors return and errors did not present again. The system was tested and verified as ready for use. The complaint regarding repeated recoverable faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the site was experiencing repeated faults that do not clear. The site was only given the option to disable the left hand control. Intuitive technical service engineer (tse) viewed logs and confirmed several errors on master tool manipulator left (mtml) and remote arm controller (rac1). Tse noted faults on mtml and rac1 in previous day's logs as well. Tse had the customer perform hard reboot with no change. Tse informed the customer that system would need to be serviced. The customer was going to follow up with surgeon. Fse to follow up. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed laparoscopically. There were no port incision sites increased or additional ports placed. There were no patient injury or harm. The procedure was delayed by 15 minutes. The system functionality was checked upon powering up with no issues.